Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified vessel. A 4.00 x 16mm synergy drug-eluting stent was advanced but failed to cross. The device was removed and it was noted that the distal edge of the stent struts were lifted. The procedure was completed with a 4.0x15 non-bsc stent. No patient complications nor injuries were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified vessel. A 4.00 x 16mm synergy drug-eluting stent was advanced but failed to cross. The device was removed and it was noted that the distal edge of the stent struts were lifted. The procedure was completed with a 4.0x15 non-bsc stent. No patient complications nor injuries were reported. Device evaluated by MFR.: a synergy ous mr 4.00 x 16 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to distal stent strut rows, with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.